Event description:
It was reported that this right atrial (ra) lead is not capturing and exhibiting noise with isometric testing. In addition, a review of the ra pace impedance measurement trend shows a relatively stable baseline in approximately the 500 ohm to 700 ohms range with a recent sudden increase to continuous high out of range measurements greater than 3000 ohms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that there is lots of noise on the ra lead. Ts explained there could possibly be a ra lead fracture but noted that the lead is still sensing p-waves decently. Ts discussed a possible lead revision and interim lead programming options. The hcp reprogrammed ra lead sensitivity and programmed right atrial automatic threshold (raat) tests off. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.